Manufacturer narrative:
Date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter came apart. The device was completely removed from the patient, and there were no patient complications.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual inspection revealed the sheath was kinked and the anchor housing detached. Based on the evidence, the as reported code of sheath detachment of device or device component is confirmed.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter came apart. The device was completely removed from the patient.